Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging they had several units with an unusual smell when the unit is operating. The smell seems to dissipate over time as the unit runs. These are new units which is an out of box problem. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.